Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 20 mm sapien 3 ultra resilia valve, the 20 mm commander delivery system with valve was unable to be advanced through the 14fr esheath+. The delivery system and valve did not exit the tip of the esheath+. The delivery system with valve was stuck at the sheath shaft/fully expandable portion of the esheath+. The delivery system with valve was withdrawn within the esheath+ as one unit. There was no difficulty inserting or removing the esheath+. There was no damage observed on any edwards devices. A second 14fr esheath+, 20 mm commander delivery system, and 20 mm sapien 3 ultra resilia valve were prepped. For the second attempt, propofol was used. There were no reported issues during the second attempt, and the second valve was successfully implanted. A right common femoral dissection was observed, and a covered stent was placed. It was reported that the vascular complication occurred from the delivery system with valve being advanced through the esheath+ and becoming stuck at the common femoral.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra resilia (s3ur) valve have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for the inability to advance the delivery system with valve through the esheath+ that resulted in a vascular dissection requiring intervention to treat has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests patient factors (calcification, undersized vessels) likely contributed to the event as it was reported the patient had "severe access calcification" and a minimum luminal diameter of 5 mm (minimum luminal diameter for use of the 14f esheath+ is 5.5 mm). It was also reported that there was "mild" tortuosity and no steep insertion angle used. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.